Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a (B)(6), female patient who was receiving an unknown drug via an implantable pump for non-malignant pain. On an unknown date, at the last refill, a volume discrepancy occurred. The hcp pulled 20 ml out of the reservoir when they expected to remove 2ml. In (B)(6) 2015, the patient started hearing the pump alarm. The patient had not been getting the same level of pain relief since the pump started alarming. The hcp did not remember seeing any attention dialog boxes when the pump was interrogated. The hcp tried to check the event logs, but they had been deleted. The hcp had not heard the alarm. The hcp wanted to perform a roller study and catheter dye study. Additional information was requested regarding the drug information, the patient's medical history and concomitant medications, the results of the roller study and dye study, actions/interventions taken, and the cause of the event. Additional information was received from the rep and hcp. The patient's managing hcp reported that the patient's medical history included reflex sympathetic dystrophy (rsd) syndrome in the left arm which then spread to the left leg and perineal area. Oral medications were continued unchanged. It was noted on the provided event logs that the pump was delivering bupivacaine (10 mg/ml at 1.199 mg/day) from (B)(6) 2015 and then updated to bupivacaine (10 mg/ml at 1.498 mg/day) as of (B)(6) 2015. The patient was significantly overweight. The rep indicated that the patient was waiting on approval from workers' compensation for a revision surgery. The managing hcp noted that the patient's workers' compensation adjuster was contacted to obtain approval for the dye study, but the dye study was delayed due to time availability of the patient. It was noted on the dye study procedure note dated (B)(6) 2015 that the patient had failed all previous conservative care, the patient was treated for lumbar radicular pain at the last procedure appointment, and that the patient reported that the intrathecal injection given on (B)(6) 2014 was helpful. The dye study revealed that the catheter had disconnected from the pump. The hcp noted "entry into side port. No flow into spinal canal. Appeared to collect entirely in the pocket." The hcp thought the patient was twiddling the pump. The pocket was large and the patient was known to "fiddle" with the pump; the pump was movable in the pocket. Fluoroscopy showed that the pump was flipped over. It was manually turned for access. The pump was at usual flow. The managing hcp noted that the previously reported volume discrepancy was due to the catheter not being connected to the pump. The catheter system required surgical catheter revision. On (B)(6) 2015, the hcp did a pump and catheter revision. When the pump pocket was opened, the catheter was curled up and disconnected from the pump. The catheter was revised with a new pump connector and the pump pocket was revised. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).